Event description:
Creating fields using another device will result in fields in which the preset machine units (mu) are not referenced. Mu will remain not referenced even after modification to the preset mu value within the device. The device will treat this as a parameter whose value is to be captured in the first treatment field. This field is not referenced and the device will capture any value that is manually entered or that is preset on the machine console. In addition, the mu value that is captured by the device will require the mu validation for subsequent treatment fields unless modified by the clinical staff. An incorrect entry at first treatment field would result in inappropriate treatment for that and subsequent treatment fields.